Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges of corrosion and friction wear which caused amounts of toxic cobalt-chromium metal debris, severe pain, discomfort, inflammation and extreme discomfort when sitting, standing and walking. Doi: (B)(6) 2012; dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). (B)(4).

Event description:
After review of medical record for MDR reportability, patient was revised to address failed right total hip replacement secondary to metal on metal possible acetabular loosening. Revision notes reported severe metallosis and metal-on-metal staining in the submuscular area. There was invasion of synovium. The cup was essentially loose, after removing the screw ,was easily removed. Updated patient identifier and date of birth. Doi: (B)(4)2012 - dor: (B)(4)2017 (right hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).